Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted transgastric to the pancreas to treat a pancreatic fluid collection (pfc) during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2019. According to the complainant, during a necrosectomy procedure performed on a unknown date, while the physician was attempting to debride the pfc, the axios stent dislodged from the collection and migrated into the stomach. The stent was removed from the patient using rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the stent was intended to be placed to treat a cyst with less than 70% liquid content; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.